Event description:
It was reported that the bristles were bent in a GEM COUPLERs,3.5MM. This was observed during the intra op procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: Initial Reporter Address: (b)(6). Should additional relevant information become available, a supplemental report will be submitted.